Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2 and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that they encountered repeated errors on universal surgical manipulator (usm) 2. Logs indicated multiple errors related to motor axis messages and communication faults on arm 2. The user abandoned the arm 2 and moved the endoscope from usm 2 to usm 3 to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the surgeon disabled the universal surgical manipulator (usm)2 and put the camera on the usm3 to continue with the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in log review, the 25730 error was found indicating fault on the axes controller, arm (aca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint (dsuj) for failure analysis investigation. The unit was analyzed, and the reported problem was confirmed but not replicated. In logs, error 31199 was confirmed indicating node communication issues (servo sync unlocked). Installed distal onto golden system where no faults occurred. Tested distal on pftp where it passed all relevant testing. After testing was complete, visual inspection found no faults related to the reported event.

Event description:
Refer to h11 for follow-up information.